Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation also found that the bending angle in up direction and the play of the upward/downward knob did not meet the standard value due to wear of angle wire, channel cleaning brush couldn't be inserted smoothly due to clogging of suction tube in universal cord, adhesive on bending section cover had a chip and a white-clouded area, suction connector had a scratch, paint on suction cylinder was peeled, adhesives around objective lens had white-clouded area, adhesive around light guide lens was peeled and had a white-clouded area, plastic distal end cover had foreign objects, and the water detection sticker 1c dots were smudged and connected. The device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer bid not have any idea about when the found foreign material adhered to the scope. There was no delay in the start of the pre-cleaning. The customer did aspirate water through the instrument, and they did brush the instrument channel, instrument channel port, and the suction cylinder? The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced angulation malfunction. The device was returned for evaluation. During the device evaluation, it was found that the plastic distal end cover had foreign matter and foreign matter was coming out of the suction channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material adhered to c-cover¿ and ¿foreign material came out of the suction channel¿, were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU) as no additional information could be obtained. It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.